Event description:
In (B)(6) 2009, the pt underwent a left common iliac aneurysm repair using a gore excluder aaa endoprosthesis and amplatzer occlusion device. On (B)(6) 2012, the pt underwent a reintervention and an embolization procedure. The pt tolerated the procedure. Further info was provided.

Manufacturer narrative:
Lot/serial number was requested. A review of the mfg records for the device is being conducted. Further info was requested. Please note that the date of the initial procedure was in (B)(6) 2009. (B)(6) 2009 will be used as a date of the implant procedure as the best estimate.